Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ¿charge circuit inactive¿ message was observed on the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.